Event description:
The customer reported that the system did not boot up. It displayed twenty arrows then froze up.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer. (B) (4)